Manufacturer narrative:
Additional information has been requested regarding the controller ac adapter serial number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Concomitant medical devices: c2tr01 pacemaker implanted (B)(6) 2011, 5076-52 lead implanted (B)(6) 2011, 419688 lead implanted (B)(6) 2011, 5076-45 lead implanted (B)(6) 2011. Brand name: heartware ventricular assist system ¿ controller ac adapter, model #: unk, catalog #: unk, expiration date: unk, serial or lot#: unk, UDI #: asku, device available for evaluation: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: unk, labled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-oct-2022, serial or lot#: (B)(4), UDI #:(B)(4), device availble for evalution: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 12-oct-2021, labled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-sep-2022, serial or lot#: (B)(4), UDI #: (B)(4), device availble for evalution: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 15-sep-2021, labled for single use: no, (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-sep-2022, serial or lot#: (B)(4), UDI #: (B)(4), device availble for evalution: no, device evaluated by MFR: no, device evaluation anticipated, but not yet begun, mfg date: 10-sep-2021, labled for single use: no, (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited two double disconnects, and the patient and nurse could not recall anything surrounding the events. Three different batteries and a a controller ac adapter were involved in the double power disconnects. The controller, controller ac adapter, and one battery remain in use. Two batteries were removed from service. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the controller was exchanged.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event. Updated section: b5 desc evt problem investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device analysis. Product event summary: one (1) controller (B)(6)) and two (2) batteries (B)(6) were returned for evaluation. One (1) controller ac adapter of unknown serial number and one (1) battery (B)(6) were not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned batteries revealed that the units passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Visual inspection of the controller revealed contamination within both power port connectors. This is an additional finding not related to the reported event. The most likely root cause of the observed contamination event can be attributed to handling of the device. Review of the controller log files revealed two (2) controller power up events with associated pump start events logged on 19-nov-2022 at 00:56:04 and 20-nov-2022 at 21:45:13. The data point recorded in the controller's internal logs prior to the first loss of power revealed that an active adapter was connected to power port one (1) and (B)(6) was connected to power port two (2) with 88% relative state of charge (rsoc). The data point recorded after the first loss of power revealed that an active adapter was connected to power port (1) and (B)(6) was connected to power port two (2). The data point recorded in the controller's internal logs prior to the second loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). The data point recorded after the loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). No anomalies were observed leading up to the losses of power. The controller was without power for twelve (12) seconds and thirteen (13) seconds, respectively. Review of the alarm log revealed a vad disconnect alarm logged on 15-dec-2022 at 18:02:47, likely due to a physical disconnection of the driveline from the controller during the reported controller exchange. An additional power up with associated pump start event was logged on 16-dec-2022 at 09:25:27. The last data point was recorded on 15-dec-2022 at 17:59:02, indicating that the controller power up event on 16-dec-2022 was likely due to troubleshooting and/or a controller exchange. As a result, the reported event was confirmed. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Additional products: d4: serial or lot#: h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6)d9: yes, return date: 30-nov-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial or lot#: (B)(6) d9: yes, return date: 30-nov-2022 h3: yes dev rtn to MFR? Yes h6: FDA method code(s): b01, b15 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.